Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a mildly tortuous and moderately calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.